Event description:
A report was received that the patient underwent an explant procedure wherein the ipg was explanted due to pain at the ipg site and the leads remained implanted. The patient experienced constant pain with any pressure around the ipg site and was unable to lie on his back.

Event description:
A report was received that the patient underwent an explant procedure wherein the ipg was explanted due to pain at the ipg site and the leads remained implanted. The patient experienced constant pain with any pressure around the ipg site and was unable to lie on his back.

Manufacturer narrative:
Additional information was received that the patient did well postoperatively, and the pain at the pocket site was resolved. Device evaluation indicated that the ipg passed the visual and electrical tests performed. The possibility that electrical leakage could cause pain at the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. During testing, it was determined that the analog integrated circuit had damage to the multiplexer located in the section that calculated the impedance. This damage was unrelated to the complaint as it caused the impedance readings to register as low impedance instead of high on open channels and only slightly lower than normal on channels connected to a load. This was the reason the ipg failed. It was reported that electrocautery was used during the explant procedure.